Manufacturer narrative:
E1: establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during set up for a diagnostic procedure, the image inside the mask did not output on the videoscope. The procedure was completed with a back-up device and there were no reports of any patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h2, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that it was malfunction of imaging system. Olympus will continue to monitor field performance for this device.